Manufacturer narrative:
The product was returned wrapped around itself in a plastic bag. A catheter was also returned with this complaint. During the investigation, it was confirmed that the main coil came off of the dasher guidewire. The main coil came off of the tip and proximal solder joints. It appears that the main coil solder joint had unraveled. In order to find the coil, the catheter was cut on several places along its shaft. The coil was not found in the catheter. This anomaly could have been the result of cold solder and/or contamination at the soldering step. However, during the assembly of this lot samples were tensile tested to verify the strength of the solder joints. The samples tested met the acceptance criteria. Engineering was contacted in an effort to find a possible cause for the failure of this device, but it was not possible to determine with the equipment available in our lab. The sample is being sent to a outside lab for further analysis. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without the independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that during a nidus embolization procedure the dasher-10 guidewire tip snapped off. There was no consequence to the pt's health from this occurrence.